Event description:
It was reported by the customer that during use the cardiosave intra aortic balloon pump (iabp) had a gas loss alarm. Patient involved and no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5, d10. (B)(6), an ICU rn, called requesting assistance for a recent gas loss alarm that had alarmed one time. She verified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secure. She had already troubleshot the alarm by pressing the iab fill key and had resumed therapy, which resolved the gas loss alarm. (B)(6) reported the patient was on the ventilator, with a peep of 8, and coughing a lot while suctioning. Reviewed the nature of the alarm with her and explained that it was likely triggered by the above clinical factors. Provided (B)(6) phone number and asked her to contact, the alarm go off 2-3 times in one hour despite troubleshooting with the iab fill key. She appreciated the support provided and had no other questions. In future if we receive any new information will reopen and update the investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm that had alarmed one time. There was no blood, discoloration, or flakes in the helium tubing and that all connections were secure. No patient harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.